Event description:
It was reported that during an arthroscopy, the healicoil anchor broke when being inserted into the bone hole. The broken anchor was removed from the patient. The procedure was completed using a competitor device. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed that the devices were not returned in any original packaging. Device one, the distal anchor and distal plug were not returned. The proximal body anchor is missing its top half. Bio debris is present. A functional evaluation showed turning the orange and black deployment knobs moved the inner and outer deployment insertion parts forward and back as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified. Each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: correction in h6 (health effect - impact code).